Event description:
There is a leak on the seam on the right side of the 3000 ml exactamix eva container. The leak is marked on the bag with an arrow. This product problem was discovered before any pt interaction.